Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown, further described by the patient as seemed to be caused by stress because of recent home problems, lack of food, sleep, and bad body condition, however, this was not medically confirmed. The peritonitis was manifested by pain further described as ¿pain like falling the bottom out¿. Five days after onset, the patient¿s peritoneal dialysis (pd) effluent was turbid (cloudy). On the same date, the patient visited the hospital and was diagnosed with peritonitis. The patient was not admitted to the hospital for the event. On same day, the patient began treatment for the peritonitis with cefazolin, (ip) intraperitoneally (1 vial, once a day, dose not reported) and fortum, ip (1 vial, once a day, dose not reported). At the time of this report, treatment with cefazolin and fortum was ongoing, the patient reportedly had less pain, and the patient¿s pd effluent was much clearer. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Approximately a month after the onset of peritonitis, the patient discontinued extraneal and physioneal therapies and was transferred to hemodialysis. The patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.